Manufacturer narrative:
Exemption number: e2013009. (B)(4). During initial visual examination of the returned blood pump, reddish-brown particles could be detected between the membrane interstices. The blood pump was tested for functional performance and met its required functional performance. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, minimal small particles were detected in the membrane interstices. Additionally, the blood-side layer appeared creased in the region close to the de-airing nipple. The pump was disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the area of the crease fold at the edge of the blood-side layer of the triple layer membrane. The air-side layer and the middle layer of the triple layer membrane were found to be intact. At the time of investigation, the thickness of the air-side layer and the middle layer of the triple layer membrane was found to be within specification. However, the thickness of the blood-side layer in the region of the crease fold was found to be below specification during failure analysis. The inhomogeneity of the membrane thickness across the blood-side layer, led to the formation of a crease fold in this layer. The membrane layer got stressed at this location during normal function, which eventually led to the leak here. The cause of this inhomogeneity could not be determined.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 (52 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned pump indicates a possible defect of the blood-side layer. A detailed investigation of the returned pump is currently ongoing. This particular model is not available in the USA. It was manufactured to slightly modified specifications. These changes do not substantially alter the performance of the device. Therefore, we are reporting under the MDR regulation.

Event description:
We were informed that during routine inspection the clinic noticed blood and air visible in the stabilization ring region of the left excor blood pump of a patient supported in the lvad configuration. The affected left excor blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.